Manufacturer narrative:
Analysis of the information provided by the account indicates that the cause for the discordant depressed results is unknown. The account evaluated qc data from the time of the testing of the samples and noted that all results were within laboratory ranges. They performed precision studies that were acceptable. There was no indication of a systemic malfunction of the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant depressed results were obtained on two patient samples on the dimension vista 1500 system. The results for co2 (carbon dioxide), phosphorus (phos), and total protein (tp) were reported to the physicians who questioned the results. The same samples were retested on an alternate dimension vista system and higher results were obtained and reported. There is no indication that treatment was prescribed or altered on the basis of the discordant depressed results. There was no report of adverse health consequences as a result of the discordant depressed results.